Event description:
It was reported that a piece broke off in the patient. One of the jaws completely broke off. Procedure was completed with a back-up device. No significant delay or patient injury reported.

Manufacturer narrative:
The reported smartstitch pp connector, intended for use in treatment, was returned for evaluation. From the information provided "piece broke off in the patient." A relationship between the device and reported incident was established. Visual evaluation shows the device with a broken/detached grasper at distal end. The connector was received with the s-clamp unhooked from the s-hook. The grasper (s-clamp) was returned. During functional evaluation the connector was successfully attached to a smartstitch device (om-8000) with no issue. Further functional tests were not possible due to the damage of the connector. Internal investigation indicates the failure cause for upper s-clamp coming loose or breaking is due to a dimensional discrepancy on the s-hook component. Changes to the component have been implemented to prevent this failure. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.